Manufacturer narrative:
It was reported that the patient was experiencing power switching events. One controller ((B)(4)) and three batteries ((B)(4)) were returned for evaluation. One battery ((B)(4)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the (B)(4) manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(4), contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and power switching events due to communication errors involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. The manufacturer is investigating momentary disconnections. Additional system component being reported for this event: serial #: (B)(4) - battery, device evaluated by MFR: no, not returned to manufacturer. Serial #: (B)(4) - battery UDI #: (B)(4), device available for evaluation: 06-09-2017; serial #: (B)(4) - battery UDI #: (B)(4), device available for evaluation: 06-09-2017; serial #: (B)(4) - battery UDI #: (B)(4), device available for evaluation: 06-09-2017. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Product event summary: the controller and four (4) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the controller and batteries 1, 2, and 3, revealed that the units passed visual examination and functional testing. Failure analysis of battery 4 revealed that the battery passed visual inspection; however, it was observed that the battery had exceeded its useful operating life having more than 375 charge and discharge cycles. This is an additional observation not related to the reported event. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving battery 2, 3, and 4, and power switching events due to communication errors involving battery 3. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. Additional products: d4. (B)(6) - battery d10: yes, return date: 2018-08-17 h3: yes h4: mfg date: 2016-03-31 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 12, 133 d4. (B)(6) - battery h3: yes h4: mfg date: 2016-03-09 h6 FDA method code(s): 4112 h6 FDA conclusion code(s): 12 d4. (B)(6) ¿ battery h3: yes h4: mfg date: 2016-03-10 h6 FDA method code(s): 4112 h6 FDA conclusion code(s): 12 d4. (B)(6) ¿ battery h3: yes h4: mfg date: 2016-03-09 h6 FDA method code(s): 4112 h6 FDA conclusion code(s): 12, 4307 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved: (B)(4) - battery / catalog number 1650de / expiration date: 03/31/2017. Not returned to manufacturer. (B)(4) - battery / catalog number 1650de / expiration date: 03/31/2017. Not returned to manufacturer. (B)(4) - battery / catalog number 1650de / expiration date: 03/31/2017. Not returned to manufacturer. (B)(4) - battery / catalog number 1650de / expiration date: 03/31/2017. Not returned to manufacturer. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient observed power switching last saturday on (B)(6) 2017. It was stated that there was no effect on the patient and the devices were exchanged. No additional information available.